Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was over 470 mg/dl at the time of the incident. The customer's blood glucose was 392 mg/dl at the time of call. The customer's blood glucose was over 500 mg/dl at the time of hospitalization. The customer stated that she treated the high blood glucose with manual injections. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer stated that the no delivery alarm was resolved by a complete set change. The customer stated that she a bent cannula. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.